Manufacturer narrative:
The incident sample has not been received for evaluation and the customer information was not available. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported there was a needlestick because the safety mechanism did not fully engage on the magellan hypodermic safety needle after the vaccine was administered to patient.